Manufacturer narrative:
H10: vyaire medical was not able to verify the reported issue. The suspect device was returned for evaluation. The service technician could not duplicate the reported problem. All testing was performed with a known good ac adapter and patient circuit connected. Vent passed 120 hours of extended tests at customer settings without unusual alarms or conditions. The ventilator was tested with a known good ac adapter and a patient circuit with an external power source. ¿charge status¿ led illuminated ¿amber¿ signifying charge to the internal battery. Completed charge of the internal battery (p/n: 18608-001) overnight. During bench testing, performed battery durations test and the results were passing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator where a vent inop (inoperable) alarm occurred while the unit was on a patient. Furthermore, there was no patient harm reported associated with the event.